Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. Instrument was returned broken at tip bend. Visual testing of instrument performed using microscope. No defects or markings were noted on instrument. Customer indicated that the tip broke as soon as he stepped on the pedal. It is recommended that the tip be at treatment site before engaging power. Recommended settings for pusurg1 are minimum 1 maximum 7. Also, these tips should be used with water. Several factors may contribute to breakage of tip, such as, intensity and pressure, correct technique and power settings. All of these factors may affect the longevity of the tip. Based upon the information received and condition of the instrument returned, root cause is misuse of product.

Event description:
In this event it was reported that a proultra surgical tip #1 broke during use; no injury resulted.